Manufacturer narrative:
Conclusion: device investigation of the received parts did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received, the device was explanted due to an infection and extrusion of the device through the skin following a trauma. A previous skin flap revision surgery was only temporary successful. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. This is a final report.

Event description:
The device is extruding through the skin. Reportedly, there was a skin infection and the left device was exposed. Reportedly, there was a trauma leading to the skin breakdown. In (B)(6) 2025, a skin flap revision surgery took place. However, the skin graft failed and the device was explanted on (B)(6) 2026.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device is extruding through the skin. A revision surgery to reposition the implant and do a rotation flap is planned.